Event description:
(B)(4). Since essure has been implanted, I also suffer extreme low back pain and debilitating headaches.

Event description:
(B)(4). I had terrible cramping and bleeding the day after the essure was put in.